Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. A pump exchange was reported via device tracking form. The hospital reported that the exchange was due to pump thrombus.